Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an explant procedure. Explanted device will not be returned. No further information has been obtained despite good faith efforts.